Event description:
It was reported, following treatment of an acute myocardial infarction with retavase IV bolus (dose unknown) and a coronary intervention procedure, an angio-seal sts plus was deployed at the left femoral arteriotomy site. The femoral vein was reportedly not accessed during the procedure. The pt immediately presented with redness of the leg, treated as a possible hematoma using a femostop. The leg redness resolved but the pain persisted, still the pt was discharged. One week later the pt reported ongoing pain and deep vein thrombosis (dvt) was diagnosed, treated with coumadin to achieve therapeutic levels (dose unknown). The pain remained unresolved and one week later a venous aniogram showed focal stenosis in the femoral vein, at the level where the angio-seal was deployed. An angioplasty and stent placement restored venous patency, with resolution of the pt's dvt and leg pain. The pt is reportedly recovering.